Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose following meal announcements, including an instance up to 300 mg/dl, and received troubleshooting and education to announce only meals greater than 20 grams and to use a lower glucose target. Symptoms included hyperglycemia. Outcomes included temporary interruption of normal daily activities due to management of elevated glucose. Investigation included a review of user-reported history, device use pattern, and user education. Investigation of this case revealed that postprandial hyperglycemia was associated with meal announcement practices and that education with target adjustment reduced high readings. It was concluded that device function was not implicated and that user education on appropriate meal announcements and target settings resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.